Event description:
It was reported that a closure device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Forty-three (43) days post procedure, follow up transesophageal echocardiography (tee) revealed that the closure device shifted more proximal and was under compressed in some views. The closure device no longer met release criteria. No leak was noted and no intervention was scheduled to treat the shifted closure device. The patient was discharged home and no further patient complications were reported.